Event description:
The pt was implanted with an scs system on (B)(6) 2005. It was reported on (B)(6) 2009 that the pt had not used her scs system for about (1) year. Upon turning on the system again, the pt noted the amplitude adjustment was allegedly not working correctly. An attempt at reprogramming was unsuccessful and a lead impedance check showed a high reading. An x-ray was taken which confirmed the lead had not moved, the system connections were intact, and no lead fractures were apparent. The revision date has not yet been scheduled as of this report date. No further information is available.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.